Event description:
It was reported the patient was instrumented posteriorly from t8-ilium with a pangea construct in 2012. The patient had kyphosis above the previous fusion and complained of difficulty keeping her head up. The surgeon performed a 2 stage revision procedure on the patient on (B)(6) 2014 and (B)(6) 2014. The revision was done due to back pain that was radiating down to the patient's legs. During the revision on (B)(6) 2014, the surgeon removed 2 rods, 10 of the pangea screws and the 19 pangea locking caps. He replaced the 10 removed pangea screws with uss dual opening titanium screws. The surgeon left 9 pangea screws implanted in the patient and extended the fusion from t8 up to t4 with uss dual opening. Both rods (right rod-400mm & left rod) from the initial 2012 surgery were broken between l5 and s1 level - non-union. There was no screw placed at right l5. After placing the new uss dual opening screws, the surgeon performed some decompression and closed the patient. The second revision was performed on (B)(6) 2014. The surgeon performed an l5-s1 anterior lumbar inter-body fusion. While placing the femoral ring allograft spacer, one of the tips of the distractor blades broke during distraction. The fragment was retrieved with no harm to the patient. The anterior part of the procedure was successfully without any delay. The surgeon then positioned the patient prone and completed the posterior part of the procedure. The rods were connected and iliac screws placed with universal spine system dual opening. The procedure was successfully completed this report is for the left l5 level screw at the non-union level this is report 5 of 9 for (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.